Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device chirped and emitted an odor. There was no reported patient involvement.